Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the screw broke off during the impacting of the shell. The screw was found on the floor and was discarded.

Manufacturer narrative:
Visual inspection of the alignment frame confirms that the a frame screw and the o ring are missing. Since the a frame screw isn't returned, the condition of the screw is unknown. It was also noted that there are wear marks on the surface of the material and scuff marks around the threaded hole. Reviewed receiving/inspection report states this device was accepted by zimmer quality control. The device was manufactured on jul 18, 2013 and therefore has a potential field age of approximately 2 years 7 months. The frequency of use of the device is unknown. This device is used for treatment. The wear and scuff marks on the device confirms that the device was used multiple times. A definite root cause cannot be determined with the information provided.